Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin came out when bolus. The customer's blood glucose was 370 mg/dl. The customer declined the high blood glucose troubleshooting. The customer was advised that it possible that the insulin pump was reading that it was giving a bolus but then since the reservoir was not locked insulin pump, would still think that it delivered bolus. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The insulin pump was damaged and the reservoir did not lock in place.